Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)) regarding a patient receiving 2000 mcg/ml of gablofen at 1130.4 mcg/day via an implantable pump. It was reported the patient had withdrawal symptoms starting the week before, and went to see their hcp. The hcp did not see anything with the pump so the patient was sent back home. The patient continued to have withdrawal symptoms so the hcp interrogated the pump and saw the pump was stalled for over 64 hours. The logs showed multiple motor stalls, and recoveries had occurred. A stall occurred on 26-oct-2020 at 6:34 am and recovered at 11:47 am. A stall occurred on 28-oct-2020 at 5:49 am, and recovered 03-nov-2020 at 6:33 am. A stall occurred on 04-nov-2020 at 6:12 pm, and had not recovered at the time of the report, 07-nov-2020. The hcp confirmed there has been no MRI (magnetic resonance imaging), no emi (electromagnetic interference), and no exposure to magnets.